Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. However, the usb charging port was damaged and melted plastic inside and outside of the usb port was observed. The reader was de-cased. An internal inspected the returned readers pcba, no fire, smoke observed to pcba, but the usb port is showing signs of heat damage which is consistent with the pins inside the usb port shorting. The customer did not return the usb charging cable or adaptor. A power consumption test was performed on the reader and the results were within specifications. Since the current draw for the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. This damage is also consistent with misuse. Therefore, this issue is confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for no power, however during investigation melted plastic around the reader's usb port was observed. This report is being submitted due to the additional issue observed during returned product investigation.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous reports and has been updated.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for no power, however during investigation melted plastic around the reader's usb port was observed. This report is being submitted due to the additional issue observed during returned product investigation.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for no power, however during investigation melted plastic around the reader's usb port was observed. This report is being submitted due to the additional issue observed during returned product investigation.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.